Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: hospitalization due to acute occlusion of sfa right (study leg right). Occlusion requiring intervention. Event treatment: was not completed yet by the site and no more information´s are available yet. Note: site has been queried and more information will be shared once the site provided the information. Note: this event was reported to the manufacturer (within the timeframe) because the occlusion was indicated in the right sfa (which was the study lesion). However, further information´s are not available yet and will follow as soon as the site provided those. Patient outcome: ongoing. Patient/event info - notes. Response received, 07 jul 2025: has intervention been completed and what has been the outcome of this? Endovascular / percutaneous. Resolved.

Manufacturer narrative:
Device evaluation: the zfv6-125-5-14.0 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) lists ¿restenosis of the stented artery¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions/device related adverse event. From the information provided it is known that the patient had pre-existing diabetes, coronary artery disease, chronic renal failure, hypertension and was a current smoker which are considered risk factors for restenosis. The occlusion in this case was due to acute restenosis associated with excessive tissue ingrowth within the stent. Also, as previously noted "restenosis of the stented artery" is listed as a potential adverse event in the IFU. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient was hospitalised due to acute occlusion of the sfa right, the patient underwent percutaneous intervention as a result of this occurrence, the outcome of this was noted to be resolved. Investigation findings conclude that a possible root cause can be attributed to patient pre-existing conditions/device related adverse event. Confirmed quantity of 01 x used device. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-aug-2025.